Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient complaint of pain and swelling after the surgery on a left knee. Patient is also having problem bending his knee. The patient stated that doctor suggested to amputate his leg.